Manufacturer narrative:
The 3 opened/used enlite sensors were inspected and they performed the bicarbonate buffer test dop114-830. All 3 sensors passed with accurate readings. A sensor broken near sensor base was found.

Event description:
It was reported that the customer inserted a sensor yesterday and the minilink did not blink. Customer did not have a connection throughout the day. Customer removed the sensor in the evening and saw that the cannula was bent. Customer threw the sensor away.